Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex option femoral d-l catalog # 00596401451 lot # 62163073, nexgen precoat stemmed tib plt catalog # 00598002702 lot # 62204011, articular surface catalog # 00596202212 lot # 62176632. Multiple MDR reports were filled for this event: 3007963827-2016-00013, 0002648920-2016-00912, 0002648920-2020-00078. Reported event was confirmed by review of medical records provided. Visual evaluation of the returned device shows signs of use and the dovetail feature is slightly flared and compressed. Device history records were reviewed with no deviations or anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records were received and reviewed by a health care professional. Medical records indicated that during the revision, the tibial component was moving to manual palpation. The articular surface was removed without difficulty. Patella was well-fixed. The femoral component was removed without difficulty using a gigli saw with no additional bone loss. The tibial plate was removed with a rongeur without and evidence of fixation. Competitor implants were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain, instability, burning, injury and loosening. Only tibial component was loose.